Event description:
It was reported that the patient's pacemaker exhibited loss of capture resulting in patient lightheadedness. The patient's pacemaker was explanted and replaced. The patient was stable.